Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting a biopsy forceps into the gastrointestinal videoscope some debris came out of the gastroscope (probably from the previous procedure). The issue occurred during a gastroscopy procedure. There were no reports of patient harm.